Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient who underwent primary breast reconstruction with two 400cc mentor memorygel breast implants, suffered right breast implant rupture and bilateral capsular contracture; baker grade IV, post-operatively. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2019 with the following devices: (right) 500cc mentor memorygel breast implant catalog: 3505004bc lot: 7725508 sn: (B)(4) and (left) 500cc mentor memorygel breast implant catalog: 3505004bc lot: 7715628 sn: (B)(4). This medwatch form is for the left breast prosthesis.